Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. A field service engineer (fse) replaced the prewash syringe mechanism and made a small adjustment to the reagent probe cleaning position. An instrument check was completed and passed. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable elecsys cea (carcinoembryonic antigen) and elecsys afp (alpha-fetoprotein) results from the cobas 8000 e 801 module. Sample 1's initial afp result was under 0.9 ng/ml, and the repeat result from the same instrument was 8.4 ng/ml. The sample was repeated on another instrument with a result of 8.5 ng/ml. The initial cea result was 1.1 ng/ml, and the repeat result from the same instrument was 5.1 ng/ml. The sample was repeated on another instrument with a result of 5.1 ng/ml. Sample 2's initial cea result was 1.3 ng/ml, and the repeat result from another instrument was 3.5 ng/ml.